Manufacturer narrative:
(B)(4). Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ipg will not communicate with the charger or the programmer. An sjm representative attempted to use another charger but it would not communicate with the ipg either. Surgical intervention is planned to address the issue.